Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of an emerge balloon catheter. The balloon was tightly folded with fluid in the inflation lumen and blood inside and outside of the tip of the device. The tip, hypotube, inner and outer shafts were microscopically and tactile examined. Inspection revealed numerous kinks in the hypotube, with a separation at 57 cm form the strain relief. The ends of the separation were oval, as if kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that shaft break occurred. A 2.00mm x 15mm emerge¿ balloon catheter was selected for use. However, during unpacking, it was noted that the device was broken. Nothing went inside the patient's body. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 2.00 mm x 15 mm emerge¿ balloon catheter was selected for use. However, during unpacking, it was noted that the device was broken. Nothing went inside the patient's body. No patient complications were reported.